Event description:
It was reported that the patient had rt tka revision 6/15/2026. During proper preparation and successful trialing of femoral and tibial implants, during femoral implantation the implant would not fully seat. Multiple attempts were made including re-broaching and reaming of the femoral canal and implant would not sit where femoral trials were prepped. Surgeon decided to convert to a cone and stem construct and not use the femoral implant with sleeve. This lengthened the case ~15-20 minutes as we needed to re-prep and build new femoral construct.affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.